Manufacturer narrative:
Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. No DHR review was performed.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate had poor separator movement, allowing rbc's to move below the gel plug. No report of injury or medical intervention. No report of blood exposure to mucous membrane.